Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, 100 tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no issues were identified. Functional tests were also performed on 10 retained samples, and all samples were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.